Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was air bubble at the top of the vial around the edges. The customer¿s blood glucose was 11.9 mmol/liter at the time of incident. The customer state that size of air bubble was bigger than champagne bubbles. The reservoir will not be returned for analysis.